Manufacturer narrative:
Visual inspection: cracks on insulation on the middle section of the shaft were noticed. Also in the section scratches were noticed which indicates possible user misuse. Functional inspection: the instrument failed the insul scan test. The probable root cause is user misuse. The failure(s) identified in the investigation is consistent with the complaint record. The failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that the insulation had been compromised.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the insulation had been compromised.